Event description:
Literature was reviewed regarding sex-related differences in patient characteristics, practice patterns and outcomes after bioprosthetic and mechanical aortic valve replacement. The study population included 1249 patients with a mean age of 64 years who were predominantly male. Multiple manufacturer¿s devices were implanted in the study population; 309 patients were implanted with a medtronic hancock ii bioprosthetic valve or openpivot mechanical valve. Deaths occurred in the study population; however, there was no statement establishing a causal or contributory relationship between medtronic product and the deaths. Among all hancock ii bioprosthetic valve and openpivot mechanical valve patients, adverse events included: cerebrovascular accident (cva) and permanent pacemaker implant. No further information was provided pertaining to medtronic products.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.